Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were auto mode awitch episodes due to far field oversensing. Reprogramming was suggested. Patient condition is currently unknown.

Manufacturer narrative:
Reprogramming was performed and effective. Patient condition was good, no adverse consequences.